Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was reported as complications due to diabetes, dementia, bladder infection, and pneumonia. The caller stated that the customer had dementia that may have contributed to the customer's passing. The customer's blood glucose was 6 mmol/l at the time of admission to the hospital. The insulin pump was worn at the time of passing. The customer did not use sensors. The caller mentioned the insulin pump had made their lives easier over the years. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device unit did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).